Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07199 and 2134265-2015-07275. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. During a procedure, 1st auto pullback was performed. However, "disconnected" error occurred and pullback stopped. The physician remove the opticross out of the patient and checked the connection part. Then reconnect and perform auto pullback again. The same error occurred again. The procedure was completed with another opticross. The patient's condition is good.